Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 21 +0 proximal body. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a 21mm mod rev hip body/bolt stdcomponent level 9006-1-021 was reported. Conclusion: the reported event involves revision due to dislocation. The proximal body, bipolar, and head were all revised. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient had left hip revision. Patient dislocated so proximal body, bipolar and 26 head were removed. Revised and replaced the proximal body, bipolar and 26 head.

Event description:
It was reported that patient had left hip revision. Patient dislocated, so proximal body, bipolar and 26 head were removed. Revised and replaced the proximal body, bipolar and 26 head.